Manufacturer narrative:
(B)(4).medtronic was not authorized to evaluate/service the device. A nurse connected a test lung to the device but it didn't inflate. The alarm was cancelled several times then stopped displaying the alarm.

Event description:
It was reported that during patient use the ventilator generated an alarm. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Event description:
One ht70 pump, gr-pmp3230a (serial: unknown, lot: gr-pmp-0116-237), returned with complaint of constant alarm; could not duplicate. The pump was installed into a known good ht70 test set up in the fi lab. The set up was powered on and given a circuit check, passed. Motor speed calibration passed, pump leak calibration passes. Pressure relief valve test passes when set to 200 rpm per test instruction, internal pressure reaches 101 (tolerance is 80-125). Pressure verification test passes, pint (101) and paw (100) read within 10% of each other per test instruction. System leak test passes with motor flow set to 30 lpm per test instruction; flow reads .67lpm which is less than the 1lpm per test instruction. Flow measurement passes when set to 30 lpm and reads 30.73 (tolerance 25.5 ¿ 34.5), when set to 60 lpm the reading is 61.5 (tolerance 51 ¿ 69). All flow tests confirmed with known good pressure indicator. Unit was allowed to cycle overnight under standard settings, event data during overnight run shows no error or alarm. Customer¿s settings during use of device were asked but unknown, per note. The detail of complaint event was asked but unknown, per note. The specific alarm that occurred during customer use was asked but unknown, per note. Unable to investigate further.